Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported the lot number of infusion set he is using is defective; the patch comes off very easily, in about a few hours. No adverse event reported. Requested return of the alleged infusion set for evaluation.